Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired since this is a stay-in unit. Additional: a service history review revealed that the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated in CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:03. This event occurred upon power up in the "step down unit" department. There was no report of patient involvement, injury, or medical intervention necessary. During baxter's review of the event history, it was discovered that failure code 810:03 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.